Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of nerve injury in a male pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced "neurological injuries" (nerve injury). At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: on (B)(6) 2007, the pt was seen for lumbar and bilateral upper and lower extremity paresthesias that had been increasing over the months prior. The lumbar pain began in (B)(6) 2006, predominantly in the lower region. The extremity paresthesias included progressive increasing numbness and tingling from his knees to his feet bilaterally as well as numbness into his hands through all five fingers. The pt also had an unsteady gait and noted a (B)(6) weight loss over the last three months . At f/u on (B)(6) 2007, it was noted that an MRI revealed a left adrenal mass that was felt to be consistent with a myolipoma. Medical records received (B)(6) 2010: on (B)(6) 2007, the pt was seen by a neurologist for leg numbness, falling, and balance problems. Electrodiagnostic study had been consistent with neuropathy. At f/u on (B)(6) 2008, it was noted that the pt's copper was discovered to be low at 7 and he had been started on copper supplement at 4 mg daily. His level had increased to 60, which was just a few points below the lower limit of normal, and his symptoms had improved slightly at this time. The improvement continued at the next visit on (B)(6) 2008, and his copper level was in the 90's on continued supplementation. At f/u on (B)(6) 2009, the pt was slightly improved with continued numbness and gait difficulties with falls. He remained on copper supplementation with a recent level at 155. At f/u on (B)(6) 2010, the pt remained on copper supplementation. It was noted his zinc level was elevated and he was no longer using denture creams. He continued to have numbness in the feet and hands, balance problems, near falls, and difficulty functioning. He was out of work on disability. This case was now considered medically significant by gsk.